Event description:
The site stated that the device malfunction was the low flow alarm (lfa), so there was no device malfunction. The patient did not have any issue other than the lfas and did not have any symptoms. The lfas resolved with water volume adjustment and the patient was discharged from the hospital with a request for increased water intake.

Manufacturer narrative:
H6: codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed through this evaluation, as no log files were submitted for review. Although a specific cause for the reported alarms could not be conclusively determined through this evaluation, the account reported that the alarms resolved after the patient's water intake was increased. Review of the patient¿s complaint history revealed that the patient previously experienced low flow alarms on 17apr2023. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 patient handbook, document, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. This section also lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient weight was not provided, request for this information was made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted from (B)(6) 2024 due to a device malfunction. The patient had frequent low flow alarms and required moisture regulation. It was also stated that the patient had a transfusion and medication adjustment.